Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice coronary balloon, deflation difficulties were encountered. The target lesion was located in the distal left anterior descending (lad) artery which exhibited mild tortuosity, mild calcification and 70% stenosis. It was not difficult to remove the protective sheath/stylette. The device was not inspected prior to use. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. A concentration of 4 to 6 contrast/saline was used. The nc solarice was intended to be used to post dilate a distal resolute integrity stent, however balloon deflation difficulties occurred after the first inflation at 16 atm. There were no difficulties noted during the inflation of the device. The device was not moved or repositioned while inflated. Interventions to address the deflation difficulty included changing the inflation device, performing multiple deflations with syringes, and using a second wire/balloon. The balloon did not deflate. The complications led to st elevation, hypotension, and severe chest pain described as life threatening. The patient also experienced a stemi. The balloon was removed while still inflated by pulling back to the catheter due to prolonged st elevation and active chest pain. A pre stenting dissection occurred and ostial disease was also present so the patient required two more medtronic stents. There were no issues noted with these two stents. The distal resolute integrity stent was implanted with no issues noted. The patient was on dapt at time of the event. The patient is taking anti-hypertensive medication to treat the chest pain and hypotension. The patient is currently stable. The patient symptoms of chest pain, hypotension, dissection and the ostial disease were assessed as directly related to the nc solarice balloon. No further patient complications have been reported as a result of this event.